Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting (B)(6) 2017. No alarm file was submitted for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started to decline clinically after reducing milrinone post-implant. The patient had an increase in flow and power consumption. The patient was also reported to be hypotensive. There was suspicion of thrombus and cardiogenic shock, as well as right heart failure. Milirinone was restarted along with dobutamine and the left ventricular assist device (lvad) speed was reduced to relieve the left ventricle. The pump remains in use. No further patient complications have been reported as a result of this event.